Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in planned non-emergency treatment, when the issue occurred, and the procedure was completed by using the hand switch. The philips remote service engineer (rse) inspected the system remotely and confirmed that the pedal was faulty. During troubleshooting, it was found that the issue was due to the connector failure. The wired footswitch was ordered and sent to the customer site. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the footswitch would intermittently fail. The system was in clinical use at the time of the reported event. No harm was reported. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.